Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3587a, lot # l36496, implanted: (B)(6) 1996, product type lead; product ID 7434-e, serial # (B)(4), implanted: (B)(6) 1996, product type programmer, patient. (B)(4). Analysis results were not yet available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator found it had reached normal end of life. It was noted the telemetry and output were ¿okay.¿ analysis of the extension found no anomaly. Analysis of the lead found it was ¿cut through¿ and ¿segmented.¿

Event description:
It was reported that the device was planned to be explanted on (B)(6) 2013. It was noted the implant apparently had not had power for several years. It was noted the patient had lost about 150 pounds and now needed an anterior cervical discectomy and fusion (acdf). It was noted the health care professional wanted an MRI. The reporter noted that a total explant of the implantable pulse generator (ipg), extension and lead was to be performed and no plans were being made for a re-implant post acdf. It was noted there were no complaints about the system. It was further reported that the patient had a loss of stimulation and therapeutic effect. The reporter stated that the patient bent over 11 years ago and felt a ¿pop.¿ it was noted that the stimulation had never really worked and the patient thought the battery was dead. The manufacturing representative was able to interrogate the generator and turn the stimulation on. It was noted the patient felt the stimulation where she previously did, but it had not helped and the patient just ¿wanted it out.¿ it was noted that impedance testing was performed. It was noted that the patient was planned for an explant on the following day. It was further reported that the patient had not used the stimulation in approximately 11 years. The system was interrogated and it was functional but the patient still wanted it removed. It was noted the patient had not received adequate pain relief. The ipg, lead and extension were explanted on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.